Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker's longevity was fluctuating. Boston scientific technical services (ts) noted that last year the battery status was two and a half years. However, during the first month of this year the battery status was half a year. A recent check-up showed that the pacemaker had one and a half year remaining. Ts discussed binning and longevity calculations; something possibly causing increased work from device prior to check up. In addition, the remaining longevity stabilized over in the last few checks and device was checked with all stable findings and the cause of the issue was not determined. This pacemaker remains in service. No adverse patient effects were reported.